Manufacturer narrative:
Clarification to a2 date of birth: only the year of birth was provided as "1975". Additional, changed, and/or corrected data: a2, d4, h4, h11.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Additional, changed, and/or corrected data: h6, h11. Visual analysis: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed an opening assessed as unidentified (tear) opening. (Shell thickness within specification). No additional observations performed on the device. No further actions are required.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.

Manufacturer narrative:
E1. (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture diagnosed via MRI. The device has been explanted and replaced with another manufacturer's device.